Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that during the unpackaging of a resolution clip device on (B)(6) 2013, a strand of hair was noticed inside of the sterile package alongside the delivery catheter of the device. No damage was noted to the device or the packaging; the sterile barrier appears to be intact. There was no patient or procedure involved with this event. The device was left unopened and set aside for return.

Manufacturer narrative:
A visual examination was done. The device was returned in its original unopened package. Upon investigation, a strand of hair was noticed near the handle inside the sterile package. Product analysis confirms the reported complaint event. Based on the condition of the returned device and the evaluation conducted, the most probable root cause for this event is supplier manufacture. The product likely failed to meet the specification due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) for this batch revealed no issues related to this event. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that during the unpackaging of a resolution clip device on (B)(6) 2013, a strand of hair was noticed inside of the sterile package alongside the delivery catheter of the device. No damage was noted to the device or the packaging; the sterile barrier appears to be intact. There was no patient or procedure involved with this event. The device was left unopened and set aside for return.